Manufacturer narrative:
Device used for treatment, not diagnosis. Implant and explant dates: device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history record showed that the manufacturing date: week 11 in 2004 the DHR is no longer available due to the age of the instrument (over 12 years old). The exact date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 at 2:00am, during a pediatric repair of a tibia fracture using a titanium elastic nail, the head of the mallet came off. It was explained that while being hammered to advance the nail down the bone the mallet broke. There were two other mallets available. The titanium elastic nail was successfully implanted without any surgical delay. The surgical outcome was reported to be good and there was no harm to the patient. This complaint involves one (1) device. Concomitant devices reported: titanium elastic nail (part # unknown, lot # unknown, quantity 1). This report is 1 of 1 for (B)(4).